Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-84330.

Event description:
The customer reported being in the emergency room with diabetes ketoacidosis and high blood glucose of 436mg/dl, the caller was treated with and insulin drip and sodium. The customer experienced abdominal pain and nausea. Initially, the customer mentioned having issues with her glucose level being higher than 307mg/dl and having differences between the sensor glucose and the blood glucose reading. No further information was provided.